Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that after delivering a shock to a patient via electrode pads, the defibrillator did not display an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.